Event description:
It was reported the patient experienced inadequate stimulation with their drg system. As a result, surgical intervention was undertaken. (1627487-2022-06833, 1627487-2022-06834). During surgery the lead broke, and a portion of the lead remains in the patient. Surgical intervention may occur to explant remaining part of lead.

Event description:
Additional information received indicates that patient met with neurosurgeon and there are no plans to remove the remaining part of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data: health effect - clinical code - corrected from inadequate therapy to no clinical signs or symptoms. Health effect - impact code - corrected from device explanted to no health consequences.